Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample evaluation: received one sample of easypump ii lt 100-50-s without original packaging. The batch number on the big bottom cap of the sample was 22g18ge261. Visual observation: crack was observed at the filling port. This is a known issue and CAPA 205388 has been initiated to address the crack. Leakage test: the returned pump was filled with solution and detected leakage at triangle tube to step down tube connection. CAPA 254452 had been raised to address triangle tube to step down tube connection leakage issue. This complaint is confirmed. Device history record (DHR):- reviewed the DHR for batch 22g18ge261, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore: "chemo leakage". According to the cusomer: "easypump was filled with 5fu from teva 1.5hrs prior to treatment and leakage was observed at bottom of easypump when infusion started."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.